Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 445 mg/dl and 163 mg/dl. Customer states that when she obtained the results, the meter and strips had been stored in the car and were very cold. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.